Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by receipt of patient implant card that patient had battery replacement due to high impedance. A lead revision was not noted to have taken place. No known relevant surgical intervention regarding the lead has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that high impedance was seen again after replacement. Patient is now reporting an increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
G3: date received by manufacturer (mo/day/yr); corrected data; true aware date for initial MDR is 07/01/2022 when a livanova representative first interrogated the patient and saw high lead impedance. The aware date for supplemental 01 is 08/26/2024.

Event description:
The rep has reported that the patient had high lead impedance for almost two years which is an update to the previously reported event date. The neurosurgeon requested the replacement and after the generator was replaced the impedance seen to be normal. The patient had previously undergone an xray and the physician believed the issue was not with the lead. It was later reported that the high impedance was seen by a livanova employee who interrogated the patient shortly after the newly reported event date. The aware date has been updated. Xrays are not available for review. The device is currently reported to be functioning with normal parameters. A generator replacement is not expected to resolve high lead impedance and a positional fracture is suspected, therefore coding and suspect device will remain as initially reported. The surgeon was notified with instructions on interrogating for positional fracture. No other relevant information has been received to date.